Event description:
A malfunction alarm labeled malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared, acknowledging and understanding the guidance provided.